Event description:
It was reported that the pace impedance of this atrial lead had decreased by more than 30 % last january (value not provided) and subsequently recovered. There was no evidence of atrial noise. The lead remains in service and no adverse patient effects were reported.